Event description:
The user facility reported that during a patient procedure their pc panel to their trufreeze console system was "flickering" subsequently causing a delay. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
A steris field clinical specialist was present during the time of the reported event and stated that the trufreeze console screen had "blacked" out multiple times throughout the process of filling, while performing the built-in test (bit) and scanning catheters. The doctor continued to utilize the trufreeze console and the reported event had no impact on the performance of the device or the patient procedure. The trufreeze console system was approximately 10 years old at the time of the reported event. The trufreeze console system is not under a steris service contract and is serviced and maintained by the user facility. The user facility elected to remove to the trufreeze console system from service and declined to have the device inspected or returned for evaluation. Steris has provided a quote to the user facility for a new trufreeze console system. No additional issues have been reported.